Event description:
The device returned for a software upgrade when during energy delivery testing, the technician heard a loud popping noise. No patient involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed that the cause of the complaint is identified as the shorting of a diode on the defib circuit board causing damage to multiple components. Replacement of the circuit board resolved the issue. Once repairs were completed, the device passed testing and returned to the customer.